Manufacturer narrative:
(B)(4). Batch # t5de5r. Additional information was requested, and the following was obtained: was the staple line complete? No, surgeon had to hand-sew bowel. Were there any staples missing from the staple line? No. What was the shape of the staples (b-formation, irregular, legs straight)? The normal shape ¿ no abnormality in shape. Were the staples deployed into the tissue? Yes, though only some. Were the staples seen in the surgical field? Only the ones that stuck to the bowel. Device analysis: the analysis results showed that the tx60b device arrived with no apparent damaged and with a reload loaded on the device. The reload was received fully loaded with staples. The device was tested for functionality with the returned reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy the device misfired twice and didn't seal the bowel properly. A second reload failed too. He hand-sewed to complete the case. There were no patient consequences.